Event description:
It was reported the customer had a keypad anomaly. Customer's father stated their b and act button was unresponsive. The father also reported the customer was hospitalized on (B)(6) 2015 with a blood glucose of 985 mg/dl. It was found the customer's bolus key was sticking when the father attempted to treat their high blood glucose with a bolus. The father stated the customer was vomitting and had diarrea before being hospitalized. It was found the customer may have had the flu. The cause of the customer's hospitalization was diabetic ketoacidosis. The father declined to troubleshoot for the customer's high blood glucose. It was also reported the father did not observe insulin exiting from the insulin pump. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump monitored for several days and no unexpected auto off alarm noted. However, insulin pump received with intermittent button response due to corroded keypad traces. Also, received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.